Manufacturer narrative:
Follow-up #1 date of submission 09/14/2015-device evaluation:the pump has been returned and evaluated by product analysis on 08/18/2015 with the following findings: during visual inspection, it was observed that the keypad cover was torn at the up button and ending at the contrast button. All the keypad buttons responded intermittently. When the keypad cover was removed, there was moisture found under all the button contacts. Unrelated to the original complaint, the battery compartment was cracked. It was also observed that when the pump was powered on, the display was dim and discolored. The battery cap was damaged; there was no further moisture observed internally when the pump case was removed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was reported that all of the pump keypad buttons were under responsive to user presses, and the keypad cover was peeling off the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.